Event description:
It was reported that prior to implanting the lead, it was noted that the "fixation coil" was not working. The lead was returned. Another lead was used. No patient complications have been reported as a result of this event.

Event description:
It was reported that prior to implanting the lead, it was noted that the "fixation coil" was not working. The lead was returned. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Product event summary: analysis found no anomalies.